Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The complaint was confirmed by failure analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all (e.g., static instrument). The movements of the surgeon scale appropriately to the instrument. The instrument did not move in the intended direction. The instrument moved in the opposite direction of what was intended. The timing of instrument movement was appropriate. There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There was no external collisions. The issue occurred only once. The issue was addressed by changing it to back up instrument. There were no patterns observed of this issue. The incident occurred prior to clip application. The issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip, the issue occurred prior to clip application. The issue was not related to clip opening after closure of the clip. The type clips were used with the clip applier instrument was not provided. The medium-large were used on the vessel or structure. Times had the subject clip applier been used during the case when the incident occurred. The number of times the subject used the clip applier during the case when the incident occurred was unknown. The issue was resolved using a backup instrument. There were no photos and/or videos of this event available for isi review. The patient demographics were not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted surgical procedure, the medium-large clip applier instrument made an unintended movement. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported.